Event description:
It was reported that the physician was attempting to use a 2.75mm diameter x 24mm length endeavor resolute (rx)drug eluting stent but the device could not pass the lesion. Upon removal of the device it was noted that the stent struts were lifted. No patient injury occurred and no clinical sequelae were reported please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed. Inherent risk of procedure (failure to deliver stent / stent deformation). (No conclusion can be drawn due to limited event details received and no device returned for evaluation). Evaluation conclusion known inherent risk of a procedure (failure to deliver stent / stent deformation) . Unable to confirm complaint (device not returned for evaluation) . (B)(4).